Event description:
Veteran observed dome missing from hearing aid. Replaced dome, reinserted. Painful ear so stopped wearing h/aid. Reported to urgent care. Provider easily and successfully retrieved dome without injury or insult.